Event description:
On (B)(6) 2012, a physician's office reported that this vns patient died on (B)(6) 2009. The office did not have any additional information. Communication with the funeral home revealed that no devices were removed prior to burial. As a result, product return for product analysis is not possible. The patient's certificate of death was obtained from (B)(6). The document confirms the date of death as (B)(6) 2009 and provides the time of death as 12:02 pm. The immediate cause (final disease or condition resulting in death) is listed as: "drowning (asphyxia) due to epileptic seizure disorder." No autopsy was performed, and the manner of death is accidental. The description of how the injury occurred is reported as "above was in her bathtub, had a seizure and drowned (was found submerged in bathtub water)." A sudep evaluation was performed with the following result: sudep can be ruled out as cause of death due to the cause of death being asphyxia from drowning cause by seizures. The relationship of the patient's death to vns is unknown.

Manufacturer narrative:
.